Event description:
It was reported that the device was at elective replacement indicator (eri) in less than 3 years. There was a question regarding whether it was normal discharging based on the programmed parameters. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data that collected from the device and have analyzed the data. Battery voltage - battery depletion was indicated/elective replacement indicator (eri). Time of eri in save to disk on (B)(4) 2011 device eri was less than or equal to 2.62 volts. Weekly battery voltage (bv) trend data shows minimum battery voltage equal to 2.64 to 2.61 volts minimum between (B)(4) 2011 and (B)(4) 2012. There were two patient alerts for low battery voltage on (B)(4) 2011 and (B)(4) 2012.